Event description:
A medtronic ent representative reported that while they were navigating, the axiem box, emitter, and instruments all went to red status in the tracking details of the fusion navigation system. They reported that there was no metal in the field to conduct interference. The surgeon chose to discontinue the use of navigation and proceed with the surgery. There was no harm to the patient.

Manufacturer narrative:
Replacing the emitter resolved the issue. The initial reporter is shipping the old emitter back to the manufacturer for evaluation. The manufacturer has not received the part as of the date of this report.

Manufacturer narrative:
The field generator was connected to a test system for running the ent application. The field generator was put in navigation mode for 48 hours without any drive faults observed. The field generator was connected to a test system with the cranial application and it passed the peg board test with an error of 2.661mm.